Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead impedance has decreased and is low, unipolar impedance is higher than bipolar, thresholds are hard to determine, there is no sensing in the bipolar configuration, and insulation failure is suspected. The lead remains in use at this time. No patient complications were reported as a result of this event.